Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The user settings were cleared and programmed pump with the current time and date and monitored for three days and no unexpected check settings alarm occurred. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, stained address/serial number label and stained keypad overlay.

Event description:
Customer reported that the insulin pump returned a motor error alarm during the filling process. Customer did not recall any significant events leading up to the error alarm. Customer also reported receiving a check settings alarm. Blood glucose level was 176 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.